Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level of 547-548 mg/dl. The customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. The cause for the reported issue was unknown. The customer continued to use the pump for insulin therapy.